Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was hard to insert into the patient and once inside the blade of the device stopped. There were no adverse patient consequences. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The interior drive cable was damaged (unraveled) at the end which connects to the mdu. This condition prevented the trigger from being able to be connected to the mdu.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.